Event description:
It was reported that a user experienced an elevated glucose level after a usual meal announcement while using the ilet, and glucose later returned to range; the user had recently started on the system and was informed that the ilet was still optimizing therapy, and the agent assisted with an insulin cartridge change. Symptoms included hyperglycemia reaching a peak of 280 mg/dl. Outcomes included no long-term impairment and no hospitalization. Investigation included technical support review and user troubleshooting with education regarding system learning and proper cartridge replacement. Investigation of this case revealed no device malfunction identified and no component failure observed, with the event considered consistent with early adaptive period use and potential under-delivery related to low available insulin prior to cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.